Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Blood glucose (bg) level was in the 300's (mg/dl) range. Reportedly, the customer refilled previously used cartridge and resumed insulin therapy to address the event.